Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a tubing was disconnected from the union fitting between pinch valve (vl95/98) and the peltier module (plb1). The fse proceeded to replace the tubing to resolve the leak. The fse indicated that the instrument was also generating "low vacuum drifted" errors. The fse flushed the low vacuum restrictor line with distilled water and adjusted the low vacuum to specifications to resolve the vacuum errors. (B)(4).

Event description:
The customer reported approximately 1.5 cups of diluent leaked from the coulter® lh 780 hematology analyzer and onto the counter after performing shutdown and startup. The customer also reported observing several instrument failures during the event. The customer was able to identify the source of the leak was due to a disconnected tubing from the fitting, but the customer was unable to reconnect the tubing. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and face shield at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.